Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2015. Date of issue is an approximation. Patient stated that they have experienced irritation for the past year where the sensors are placed. Patient spoke to his doctor but was advised to contact dexcom. Date of doctor consultation is unknown. No additional event or patient information was provided.